Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported sac growth was unconfirmed due to a lack of the related medical information. Device, user, procedure or anatomy relatedness of this event could not be determined. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ removed 3233. H6: conclusion code ¿ removed 11. H10: additional manufacturer narrative - removed device iteration is afx with strata.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, sac growth located in the infra-renal was reported. A re-intervention was completed. The physician elected to implant a suprarenal stent graft to treat this event.